Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to a fracture at the connector, just before it connects to the header.